Event description:
It was reported that the patient experienced inadequate stimulation. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads , upn: m365sc2218500, model: sc-2218-50 , serial: (B)(6) , batch: 7122153.